Event description:
Called to report inaccurate readings. Analysis run on clark error grid using mean avg. Reading (169) as ref. Point vs. Bd reading of 300, 37 yielded data points in the c zone of the grid, outside of acceptable limits.